Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00454. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2006 due to mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2014 due to erosion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic inflammatory reaction to foreign material.

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence, urgency and frequency. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to vaginal mesh exposure. (B)(4).